Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1000 mcg/ml at 300 mcg/day) via an implantable infusion pump. It was reported that the patient lost over 60 pounds and the pump became dislodged. It flipped numerous times in the pocket and surgical intervention was needed to correct it. When the pocket was opened to re-secure the pump, it was noticed that the catheter was twisted and kinked. The twisted portion of the catheter was removed and replaced. Aspiration of the catheter access port was successful, as was a dye study. The issue was considered resolved. No patient symptoms were reported. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.